Event description:
It was reported to boston scientific corp, that approximately one month following an anterior pelvic floor repair procedure (procedure date between 2001 and 2009), using an uphold vaginal support system, the pt reported that she had experienced urinary retention ever since the procedure. The physician prescribed self-catheterization for the retention, and is working with another doctor (specialty unk) to determine what approaches to take next. The pt is due for a f/u appointment during 2009.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.